Manufacturer narrative:
10-aug-2021 update: the reporter informed the company that the product has been discarded.

Event description:
2-3mm cut to top lip on right hand side from the steel pin [lip injury]. Brushheads keep sliding off the top of (oral-b toothbrush) [device breakage]. Case description: 69 year old male consumer via phone stated that the brush heads kept sliding off of the top of his oral-b type 3766 toothbrush and it resulted in him cutting his lip. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
2-3mm cut to top lip on right hand side from the steel pin lip injury brushheads keep sliding off the top of (oral-b toothbrush) device breakage. Case description: (B)(6) year old male consumer via phone stated that the brush heads kept sliding off of the top of his oral-b type 3766 toothbrush and it resulted in him cutting his lip. No serious injury was reported.